Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day following implant of this system, sensing measurements had decreased and impedance and threshold measurements had increased on the right ventricular (rv) channel. An x-ray revealed lead dislodgement. The lead was successfully repositioned. No additional adverse patient effects were reported.